Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The issue was detected prior to patient involvement.

Event description:
It was reported that the device had a low battery indication and had not been opened for use (eri and still in box). There was no patient involvement.